Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set separated the following information was received by the initial reporter with the following verbatim: we have two instances this week ((B)(6) 24- (B)(6) 24) where the 0.2 micron filters that we are utilizing have snapped at connection points while administering chemotherapy to patients.

Manufacturer narrative:
The sample was returned by the customer and went to a different facility for chemo decontamination. On the return from chemo decontamination, unfortunately, the sample was lost. No investigation was able to be performed.

Event description:
Material #:10013902 batch#:23119346 it was reported by customer that they have two instances in the week (B)(6) 2024 where the 0.2 micron filters that we are utilizing have snapped at connection points while administering chemotherapy to patients. Verbatim: we have have two instances this week (B)(6) 2024 where the 0.2 micron filters that we are utilizing have snapped at connection points while administering chemotherapy to patients. We would like to report the instances and ask if there have been any other reported issues or recalls we need to be aware of. This happened with two different lot numbers. (10)23019356. (10)23119346. Additional information: the filters will be sent out tomorrow 1. Indirectly involved user/patient: leaking caught before administration to patient 2. Pieces should be getting shipped out.